Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2020, nonunion occurred and 6 hole va-lcp medial distal plate with six 2.7mm va locking screws, three 3.5 cortical screws, one 3.5 locking screw were all removed and one unknown broken 2.7mm va locking screw that was left in the distal portion of the tibia. It is unknown if there was a surgical delay reported. The procedure and patient outcomes were unknown. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4). This report is linked to (B)(4).